Event description:
The following has been reported to hamilton medical ag on 07 march 2024 from a customer in oman. It was reported that on march 07th 2024, during service software, hamilton-t1 ((B)(6)) did not pass the tightness test, the flow sensor calibration and the pressure test. The pressure sensor board and flow sensor with tube and expiratory valve replacing but still the problem same there is leak from expiration valve. Tightness test fail and ventilation cannot start. As per preliminary analysis, potential root causes associated to the reported issue could be related to: - leak ( inspiration path / breathing circuit) - untight membrane - leaky / defective proportional valve - leak in flow sensor air (qvent) accordingly, the following correction shall be considered: - check for leaks - check expiratory valve membrane and replace if necessary - perform component tests pneumatics 1 and 2 to locate the leak / faulty component - replace the leaky component as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 07 march 2024 from a customer in oman. It was reported that on march 07th 2024, during service software, hamilton-t1 (sn (B)(6)) did not pass the tightness test, the flow sensor calibration and the pressure test. The pressure sensor board and flow sensor with tube and expiratory valve replacing but still the problem same there is leak from expiration valve. Tightness test fail and ventilation cannot start. As per preliminary analysis, potential root causes associated to the reported issue could be related to: - leak ( inspiration path / breathing circuit) - untight membrane - leaky / defective proportional valve - leak in flow sensor air (qvent) accordingly, the following correction shall be considered: - check for leaks - check expiratory valve membrane and replace if necessary - perform component tests pneumatics 1 and 2 to locate the leak / faulty component - replace the leaky component as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.